Event description:
I was in a case with surgeon at (B)(6) medical center. Surgeon was removing a cement spacer in a knee and implanting a triathlon ts. During the case we had three instruments break during the surgery. The 1st instrument was a #5 triathlon ts trial cutting guide. Surgeon sized the femur with the femoral sizes. She assembled the #5 tcg guide with a 4mm offset trial and a 17x100 stem trial. While she impacted the trial onto the femur, the tcg guide broke. She decided the #4 tcg guide was a better fit, and continued on with the case. The #5 tcg guide was not used or needed again during the case. One of the 4mm offset bushings for the tcg guides would not accept a trial stem. We used the other 4mm offset bushing in the set. The last instrument was the triathlon ts torque wrench. Dr. Hogan successfully used the torque wrench for the 6mm offset and 16mm fluted stem on the #4 universal baseplate. On the femur she successfully torqued the 4mm offset onto the #4 ts femur. When torquing the stem on the femur, she reached the black mark on the torque wrench which is between 120-180 lbs of pressure. After removing the torque wrench, she noticed the torque wrench had bent. She continued on with the case and all implants were successfully implanted.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the returned device was confirmed to be fractured. The fractured portion was returned with the device. Review of the device with a member of the material analysis confirmed the fracture surfaces to be consistent with previous events. Material analysis of the previous events concluded the device fractured due to overload from bending. The event was confirmed. The investigation concluded that the instrument fractured in overload due to bending from user misuse and/or mishandling. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
I was in a case with surgeon at (B)(6) medical center. Surgeon was removing a cement spacer in a knee and implanting a triathlon ts. During the case we had three instruments break during the surgery. The 1st instrument was a #5 triathlon ts trial cutting guide. Surgeon sized the femur with the femoral sizes. She assembled the #5 tcg guide with a 4mm offset trial and a 17x100 stem trial. While she impacted the trial onto the femur, the tcg guide broke. She decided the #4 tcg guide was a better fit, and continued on with the case. The #5 tcg guide was not used or needed again during the case. One of the 4mm offset bushings for the tcg guides would not accept a trial stem. We used the other 4mm offset bushing in the set. The last instrument was the triathlon ts torque wrench. Dr. (B)(6) successfully used the torque wrench for the 6mm offset and 16mm fluted stem on the #4 universal baseplate. On the femur she successfully torqued the 4mm offset onto the #4 ts femur. When torquing the stem on the femur, she reached the black mark on the torque wrench which is between 120-180lbs of pressure. After removing the torque wrench, she noticed the torque wrench had bent. She continued on with the case and all implants were successfully implanted.